Event description:
It was reported that the patient experienced los of therapeutic effect and could not adjust stimulation. About two weeks prior a power-on-reset message appeared on the programmer with a "call your doctor" icon. Further info is being requested from the hcp at this time.